Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she changed the battery on her contour next one meter and attempted to perform testing. However, she was unable to test her blood glucose levels as the meter did not switch on. The customer stated that as a result of not being able to test, she experienced a hypoglycemic event. The customer stated that at 3:00 a.m. She was woken up by her husband as she was experiencing symptoms of hypoglycemia such as sweating and grogginess. When the customer woke up, she was shaking. With her husband's help, the customer drank a carton of orange juice and a large bottle of lukazde. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. During the investigation, the meter did not switch on, so the batteries were removed and it was found that the meter was returned with unbranded batteries. Also, the battery tray was difficult to remove. The batteries were replaced with the reference batteries, however, the meter still did not switch on. The device will be further investigated. There is a potential that the meter is damaged internally causing the failure.

Manufacturer narrative:
Upon further investigation of the suspected device with x-ray inspection, it was verified that the positive terminal was bent from the battery tray insertion.

Manufacturer narrative:
The suspected contour next one meter was further investigated. The appearance of the printed circuit board showed that the battery terminals were damaged due to mishandling of the device.